Event description:
The customer reported a problem with the prisma machine recording a negative fluid removal for 2 hours during a pt's crrt session. During these two hours the pt had an excessive fluid gain of 584 ml as determined by the recorded negative fluid removal plus the required fluid removal. Facility's registered nurse (rn), gambro intensive care therapy specialist instructed facility's intensive care unit (ICU), registered nurse to take the pt off.